Manufacturer narrative:
While the returned device passed all function testing, the visual examination of the device revealed galling marks along the inner shaft and metal particulates were observed on the outer shaft hub. The galling marks on the device, the metal shavings, and the complaint facility's report that the device was used at 12,000 rpm during the procedure indicates device misuse. Ascent healthcare solutions' instructions for use states: "cutters are most effective when driven at speeds below 3000 rpm. Operation of cutters at speeds above 6000 rpm can generate excessive particulates." The device history record for the returned device indicates that the cutter passed all applicable inspections and tests prior to release.

Event description:
It was reported that during a procedure an arthroscopic cutter produced metal shavings. Not all of the shavings were removed. No patient injury was reported.